Event description:
There was an allegation of questionable ck-mb elecsys results from two cobas e 801 modules. The initial result from e801 serial number: (B)(4) using an aliquot of the sample was 91.0 ng/ml. The repeat result from e801 serial number: (B)(4) using the primary sample was 65.2 ng/ml. The repeat result from e801 serial number: (B)(4) using the original aliquot was 64.9 ng/ml. The repeat result from e801 serial number: (B)(4) using the original aliquot was 61.9 ng/ml. No questionable result was reported outside of the laboratory. The reagent lot number: was 56831500. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The reagent expiration date was 31-dec-2022. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, an issue with the reagent could be excluded. The analyzer alarm trace contained one alarm related to a sample quality issue on the day of the event.